Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into atrial fibrillation, which was treated with intravenous amiodarone. The arrhythmia resolved to sinus rhythm after a few hours. The patient remained on oral amiodarone and digoxin. The patient did not have a history of arrhythmia prior to the left ventricular assist device (lvad) implant. The patient was later intubated at the bedside due to respiratory failure. The patient developed pericardial effusion and required blood products, albumin, and surgery. The patient experienced right heart failure which required inotropes, and a right ventricular assist device (rvad) was required during surgery to remove blood around the heart. The patient became anuric and required dialysis. The patient passed away on (B)(6) 2022 due to multi-system organ failure related to right heart failure. The patient's respiratory failure, renal failure, and bleeding were ongoing at the time of death.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion. A direct correlation between the device and the reported cardiac arrhythmia, pericardial effusion, right heart failure, and multi system organ failure could not be conclusively established through this investigation. The device was not returned for evaluation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia, pericardial effusion, multiple forms of organ failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.